Event description:
It was reported that during an unk procedure, the tip of the blade was broken. The broken piece was found. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 01/07/2008. Info anticipated, but unavailable at this time.